Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 134006, was being used during an unknown procedure on (B)(6) 2020 when it was reported "abc bend a beam hand piece tip caught fire during a surgical case. The new hand piece was obtained". The procedure was completed with an alternate device. There was no report of injury, medical intervention, hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the device has not been returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that this device should never be used when there is visible evidence of damage to the exterior of the device such as cracks, cuts, punctures, nicks, abrasions, discoloration or connector damage; where conventional monopolar electrosurgery is inappropriate or unsafe, such as for small appendages, in circumcision or finger surgery; or in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases, such as nitrous oxide, or in oxygen-enriched environments. Prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. This issue will continue to be monitored through the complaint system to assure patient safety.